Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implant shut off in (B)(6) 2019 when patient's son passed away. The healthcare provider (hcp) told patient it was because of stress. Patient went to hcp's office at that time and they did something to implant with the patient programmer and patient kind of froze like she was having a seizure and it was hurting the patient so the patient representative never touched the patient programmer again.